Event description:
It was reported the patient went to the emergency room after receiving inappropriate shocks due to t-wave oversensing on the lead. The lead's sensitivity was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.